Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter alleged that this alarm occured at least 3 times in the last 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2014 with the following findings: due to internal moisture damage, the pump¿s black box data and history could not be downloaded and reviewed. The pump was returned with visible evidence of moisture behind the display lens. During testing, the pump powered on to a blank display with functioning auditory and vibratory features. The leak test failed due to an audio bolus button leak. The pump was opened and moisture was observed on internal components of the pump. The investigation could not be completed due to internal moisture damage.